Event description:
It was reported by service report that the side rail latch was broken and would not allow it to lock in the full up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: handle.